Event description:
It was reported the patient had electromagnetic interference (emi) due to use of their electric razor. It was stated the patient had felt their stimulation turn on and off when they used the electric razor. It was stated the report showed ¿48 activations¿ and a previous time of ¿170 activations.¿ it was noted the close proximity of the electric razor to the implantable neurostimulator (ins) was likely the cause of the high activation count. It was noted the patient had improved therapy benefit following their replacement procedure a few weeks prior to report.

Manufacturer narrative:
Upon additional review it was determined that the devices most likely related to the event were the recently explanted soletras and not the previously reported activa sc¿s.

Manufacturer narrative:
Concomitant products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator, product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3387-40, lot# v002854, implanted: (B)(6) 2006, product type: lead. Product ID: 3387-40, lot# j0214051v, implanted: (B)(6) 2006, product type: lead. Product ID: 3387-40, lot# v002854, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3387-40 lot# j0214051v, implanted: (B)(6) 2006, product type: lead. (B)(4).